Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal. No damage was noted on the side wall or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
This report is to advise of an event observed during analysis confirming a gas leak of the introducer.